Event description:
A report was received that the patient was experiencing pain where the lead extensions were connected to the lead. The patient underwent a revision procedure wherein the lead extension was placed deeper. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm.